Event description:
Customer reported the sensor kept having a sensor malfunction when trying to calibrate. Customer stated the sensor was reading blood glucose up to 300 mg/dl and he was only 200 mg/dl. Customer stated he has been having issues with the insulin pump not delivering insulin. Customer was taken by ambulance for low blood glucose. Blood glucose at the time of admissions was 27 mg/dl. Customer was in vehicular accident but was not driving. Customer was not sure why he went low. Customer stated he did self test and high pressure test and the device passed. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-72093.